Manufacturer narrative:
Concomitant medical product: non bd spiros adapter. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a secondary infusion ( pembrolizumab study drug 16-2300) (200mg/58ml saline) was programmed at a rate of 116ml/hr. For a duration 30 min however infused longer than expected. The user noticed the secondary set was pulling fluids (normal saline) from the primary line, delaying the infusion to 75 min. The primary infusion resumed even when the secondary infusion was not complete with half remaining in the bag. There was no reported harm to the patient.

Event description:
It was reported that a secondary infusion (pembrolizumab study drug 16-2300) (200mg/58ml saline) was programmed at a rate of 116ml/hr. For a duration 30 min however infused longer than expected. The user noticed the secondary set was pulling fluids (normal saline) from the primary line, delaying the infusion to 75 min. Reportedly the solution would infuse from the secondary line for three minutes and then revert back to the primary line. The primary infusion resumed even when the secondary infusion was not complete with half remaining in the bag. There was no reported harm to the patient.

Manufacturer narrative:
Continued from concomitant medical products: 250 ml baxter bag lot y302190 exp sept ,50 ml baxter bag lot p379792, exp dec2019. The customer¿s report that the infusion infused longer than expected was not confirmed. It was reported that a secondary infusion (pembrolizumab study drug 16-2300) (200mg/58ml saline) was programmed at a rate of 116ml/hr. For a duration 30 min however infused longer than expected. The user noticed the secondary set was pulling fluids (normal saline) from the primary line, delaying the infusion to 75 min. Reportedly the solution would infuse from the secondary line for three minutes and then revert back to the primary line. The primary infusion resumed even when the secondary infusion was not complete with half remaining in the bag. There was no reported harm to the patient. Functional testing was performed using the attached infusion bags filled with fluid. The sets were set up and the roller clamps were released allowing fluid to flow through the whole set via gravity. The sets flowed freely and showed no signs of leaking or occluding anywhere throughout the set. The root cause could not be identified.